Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number:(B)(4)) on (B)(6)2014. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), pelvic pain ("immense pain, physical pain/ pain (pain-stabbing twisting pain on lower right side)") and post procedural haemorrhage ("spotting/post operative spotting") in a 24-year-old female patient who had essure (ess205) (batch no. 12244147) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, arthritis, chronic pain and bursitis. Concurrent conditions included body mass index normal. Concomitant products included colecalciferol (vitamin d), oxycodone, pregabalin (lyrica), sumatriptan (imitrex) and vicodin. On (B)(6)2004, the patient had essure (ess205) inserted. In 2004, the patient experienced allergy to metals ("developed skin allergies to oil and nickels/nickel allergy"), food allergy ("developed skin allergies to oil and nickels") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)"), urinary tract infection ("utis"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: severe and persistent joint pain"), back pain ("pain: back "), abdominal pain ("pain: abdominal (when standing up or moving)") and adnexa uteri pain ("pain: intense pain in area of tubes/ovaries"). In 2006, the patient experienced vitamin d deficiency ("very low vitamin d level"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia"). In 2008, the patient experienced weight increased ("weight gain"). In april 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), post procedural haemorrhage (seriousness criterion medically significant), general physical health deterioration ("shortly after the procedure her body began to deteriorate, bad adverse reaction to the implants, ailments, severe injuries"), abdominal pain lower ("crampy/ cramping is bad and unbearable"), uterine contractions abnormal ("uterine contraction"), emotional disorder ("immense emotional imbalance") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy) and surgery (hysterectomy (partial) and bilateral salpingectomy). Essure (ess205) was removed in april 2014. At the time of the report, the fallopian tube perforation, pelvic pain, post procedural haemorrhage, general physical health deterioration, abdominal pain lower, uterine contractions abnormal, vaginal haemorrhage, menorrhagia, allergy to metals, food allergy, vitamin d deficiency, dysmenorrhoea, fatigue, urinary tract infection, headache, depression, vaginal discharge, weight increased, arthralgia, back pain and adnexa uteri pain outcome was unknown, the dyspareunia, emotional disorder, migraine and fibromyalgia had resolved and the abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage and uterine contractions abnormal with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, food allergy, general physical health deterioration, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: consumer reported she had the essure procedure as a tubal ligation in 2004 when she was (not reported). Her doctor was (not reported). The procedure itself was relatively painless as she was under anesthesia with a short recovery time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in july 2014: correct placement current weight: 170 lbs. Concerning the injuries reported in this case, the following ones were reported via social media: spotting, crampy/ cramping is bad and unbearable, uterine contraction and spotting was added. Concerning the injuries reported in this case, the following ones were reported via medical record media: fibromyalgia and abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: the reporter information was updated. This case concerns 24 year old patient. Patient demographics were updated. Her historical condition and concurrent condition was added. Lab data was added. Essure lot number was added. Essure indication was added. Essure removal date was added. Concomitant medication was added. Events: perforation (fallopian tubes), abnormal bleeding (vaginal /menorrhagia), developed skin allergies to oil and nickels/nickel allergy, very low vitamin d level, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic fatigue, immense emotional imbalance, uti (urinary tract infection), migraines, headaches, depression, vaginal discharge, weight gain, fibromyalgia, pain: severe and persistent joint pain, pain: back, pain: abdominal (when standing up or moving) and pain: intense pain in area of tubes/ovaries. Post essure removal: some were immediate, like abdominal pain, some constant pain lessened over approximately 3 months. No more emotional ups and downs, no painful intercourse, less migraines, less episodes of fibromyalgia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: mw5033973) on 18-feb-2014. The most recent information was received on 16-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("immense pain, physical pain/ pain") and post procedural haemorrhage ("spotting/post operative spotting") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), post procedural haemorrhage (seriousness criterion medically significant), general physical health deterioration ("shortly after the procedure her body began to deteriorate, bad adverse reaction to the implants, ailments, severe injuries"), abdominal pain lower ("crampy/ cramping is bad and unbearable") and uterine contractions abnormal ("uterine contraction"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the pelvic pain, post procedural haemorrhage, general physical health deterioration, abdominal pain lower and uterine contractions abnormal outcome was unknown. The reporter considered general physical health deterioration and pelvic pain to be related to essure (ess205). The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage and uterine contractions abnormal with essure (ess205). The reporter commented: consumer reported she had the essure procedure as a tubal ligation in 2004 when she was (not reported). Her doctor was (not reported). The procedure itself was relatively painless as she was under anesthesia with a short recovery time. Concerning the injuries reported in this case, the following one/ones were reported via social media spotting, crampy/ cramping is bad and unbearable, uterine contraction and spotting was added. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-nov-2017: new reporters added. New events post operative spotting, crampy/ cramping is bad and unbearable, uterine contraction and spotting was added. Surgery was added for event pain and action taken with drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 18-feb-2014. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), pelvic pain ("immense pain, physical pain/ pain (pain-stabbing twisting pain on lower right side)") and post procedural haemorrhage ("spotting/post operative spotting") in a 24-year-old female patient who had essure (ess205) (batch no. 12244147(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, arthritis, chronic pain and bursitis. Concurrent conditions included body mass index normal. Concomitant products included colecalciferol (vitamin d), oxycodone, pregabalin (lyrica), sumatriptan (imitrex) and vicodin. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced dermatitis contact ("developed skin allergies to oil and nickels/nickel allergy"), dermatitis allergic ("developed skin allergies to oil and nickels") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)"), urinary tract infection ("utis"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: severe and persistent joint pain"), back pain ("pain: back"), abdominal pain ("pain: abdominal (when standing up or moving)") and adnexa uteri pain ("pain: intense pain in area of tubes/ovaries"). In 2006, the patient experienced vitamin d deficiency ("very low vitamin d level"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia"). In 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), post procedural haemorrhage (seriousness criterion medically significant), general physical health deterioration ("shortly after the procedure her body began to deteriorate, bad adverse reaction to the implants, ailments, severe injuries"), abdominal pain lower ("crampy/ cramping is bad and unbearable"), uterine contractions abnormal ("uterine contraction"), emotional disorder ("immense emotional imbalance") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, post procedural haemorrhage, general physical health deterioration, abdominal pain lower, uterine contractions abnormal, vaginal haemorrhage, menorrhagia, dermatitis contact, dermatitis allergic, vitamin d deficiency, dysmenorrhoea, fatigue, urinary tract infection, headache, depression, vaginal discharge, weight increased and adnexa uteri pain outcome was unknown, the pelvic pain, migraine, fibromyalgia, arthralgia and back pain was resolving and the dyspareunia, emotional disorder and abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage and uterine contractions abnormal with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, arthralgia, back pain, depression, dermatitis allergic, dermatitis contact, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, general physical health deterioration, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: consumer reported she had the essure procedure as a tubal ligation in 2004 when she was (not reported). Her doctor was (not reported). The procedure itself was relatively painless as she was under anesthesia with a short recovery time. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2004. In current follow up reported as: app. (B)(6) 2004 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: correct placement current weight: 170 lbs. Concerning the injuries reported in this case, the following ones were reported via social media: spotting, crampy/ cramping is bad and unbearable, uterine contraction and spotting was added. Concerning the injuries reported in this case, the following ones were reported via medical record media: fibromyalgia and abdominal pain. Quality-safety evaluation of ptc: batch is invalid. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received : reporters information added. Events outcome updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033973) on 18-feb-2014. The most recent information was received on 03-dec-2019. Quality-safety evaluation of ptc: batch is invalid this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), pelvic pain ('immense pain, physical pain/ pain (pain-stabbing twisting pain on lower right side)') and post procedural haemorrhage ('spotting/post operative spotting') in a 24-year-old female patient who had essure (ess205) (batch no. 12244147(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, arthritis, chronic pain, bursitis, multigravida and parity 2. *current weight: 170 lbs. Concurrent conditions included body mass index normal, nausea, vomited, photophobia and cyst ovary. Concomitant products included amitriptyline, cefixime (flexeril), hydrocodone bitartrate;paracetamol (vicodin), lorazepam (ativan), oxycodone, pregabalin (lyrica), rizatriptan benzoate (maxalt), sumatriptan (imitrex) and vitamin d nos (vitamin d). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced dermatitis contact ("developed skin allergies to oil and nickels/nickel allergy"), dermatitis allergic ("developed skin allergies to oil and nickels"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced pelvic pain (seriousness criteria disability and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)/ heavy bleeding"), emotional disorder ("immense emotional imbalance"), urinary tract infection ("utis"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: severe and persistent joint pain/hip pain"), back pain ("pain: back"), abdominal pain ("pain: abdominal (when standing up or moving)") and adnexa uteri pain ("pain: intense pain in area of tubes/ovaries"). In 2006, the patient experienced vitamin d deficiency ("very low vitamin d level"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia flares"). In 2007, the patient experienced rash ("rashes or skin conditions type: rashes"), urticaria ("hives") and blister infected ("weeping sores on skin for prolonged contact to nickel"). In 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), general physical health deterioration ("shortly after the procedure her body began to deteriorate, bad adverse reaction to the implants, ailments, severe injuries"), abdominal pain lower ("crampy/ cramping is bad and unbearable"), uterine contractions abnormal ("uterine contraction"), myalgia ("muscle aches"), pain of skin ("skin pain"), chronic fatigue syndrome ("chronic fatigue syndrome"), drug hypersensitivity ("I am allergic to aspirin"), malaise ("that made me really sick"), dysgeusia ("yep. The metalic taste"), allergy to metals ("lots and lots of nickel allergies and sensitives"), cyst ("I have had mainly cysts and just a few small fibroids that have gone away on their own"), vomiting ("vomiting"), somnolence ("sleeping") and crying ("crying") and was found to have uterine leiomyoma ("I have had mainly cysts and just a few small fibroids that have gone away on their own"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, post procedural haemorrhage, general physical health deterioration, abdominal pain lower, uterine contractions abnormal, dermatitis allergic, vitamin d deficiency, dysmenorrhoea, urinary tract infection, headache, depression, weight increased, adnexa uteri pain, chronic fatigue syndrome, drug hypersensitivity, malaise, dysgeusia, allergy to metals, cyst, vomiting, somnolence and crying outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, emotional disorder, vaginal discharge, abdominal pain and uterine leiomyoma had resolved, the dermatitis contact, migraine, fibromyalgia, arthralgia, back pain, rash, urticaria and blister infected was resolving and the myalgia and pain of skin had not resolved. The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage and uterine contractions abnormal with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, arthralgia, back pain, blister infected, chronic fatigue syndrome, crying, cyst, depression, dermatitis allergic, dermatitis contact, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, general physical health deterioration, headache, malaise, menorrhagia, migraine, myalgia, pain of skin, pelvic pain, rash, somnolence, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vomiting and weight increased to be related to essure (ess205). The reporter commented: consumer reported she had the essure procedure as a tubal ligation in 2004 when she was (not reported). Her doctor was (not reported). The procedure itself was relatively painless as she was under anesthesia with a short recovery time. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2004. In current follow up reported as: app. (B)(6) 2004 & 2003 (as per mr). Discrepancy noted in insertion date. On (B)(6) 2004 (updated as per pfs). Current weight- 170 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: results: correct placement. Total bilateral occlusion. Ultrasound scan - on an unknown date: ultrasound revealing possibly two small masses on the uterus most consistent with but not diagnostic for fibroids both less than 2 em, no obvious endometrial pathology, echogenic areas in the lateral fundal aspects of the uterus most consistent with the essure implants, and no obvious adnexal masses. Concerning the injuries reported in this case, the following ones were reported via social media: spotting, crampy/ cramping is bad and unbearable, uterine contraction and spotting was added, chronic fatigue syndrome, drug hypersensitivity, malaise, dysgeusia, allergy to metals, uterine leiomyoma, cyst, vomiting, somnolence, crying. Concerning the injuries reported in this case, the following ones were reported via medical record media: fibromyalgia and abdominal pain. Quality-safety evaluation of ptc: batch is invalid. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: new events- chronic fatigue syndrome, drug hypersensitivity, malaise, dysgeusia, allergy to metals, uterine leiomyoma, cyst, vomiting, somnolence, crying were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033973) on 18-feb-2014. The most recent information was received on 16-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), pelvic pain ("immense pain, physical pain/ pain (pain-stabbing twisting pain on lower right side)") and post procedural haemorrhage ("spotting/post operative spotting") in a 24-year-old female patient who had essure (ess205) (batch no: 12244147(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, arthritis, chronic pain, bursitis, multigravida and parity 2. Current weight: 170 lbs. Concurrent conditions included body mass index normal, nausea, vomited, photophobia and cyst ovary. Concomitant products included amitriptyline, cefixime (flexeril), hydrocodone bitartrate;paracetamol (vicodin), lorazepam (ativan), oxycodone, pregabalin (lyrica), rizatriptan benzoate (maxalt), sumatriptan (imitrex) and vitamin d nos (vitamin d). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced dermatitis contact ("developed skin allergies to oil and nickels/nickel allergy"), dermatitis allergic ("developed skin allergies to oil and nickels"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced pelvic pain (seriousness criteria disability and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)/ heavy bleeding"), emotional disorder ("immense emotional imbalance"), urinary tract infection ("utis"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: severe and persistent joint pain/hip pain"), back pain ("pain: back"), abdominal pain ("pain: abdominal (when standing up or moving)") and adnexa uteri pain ("pain: intense pain in area of tubes/ovaries"). In 2006, the patient experienced vitamin d deficiency ("very low vitamin d level"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia flares"). In 2007, the patient experienced rash ("rashes or skin conditions type: rashes"), urticaria ("hives") and blister infected ("weeping sores on skin for prolonged contact to nickel"). In 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), general physical health deterioration ("shortly after the procedure her body began to deteriorate, bad adverse reaction to the implants, ailments, severe injuries"), abdominal pain lower ("crampy/ cramping is bad and unbearable"), uterine contractions abnormal ("uterine contraction"), myalgia ("muscle aches") and pain of skin ("skin pain"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, post procedural haemorrhage, general physical health deterioration, abdominal pain lower, uterine contractions abnormal, dermatitis allergic, vitamin d deficiency, dysmenorrhoea, urinary tract infection, headache, depression, weight increased and adnexa uteri pain outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, emotional disorder, vaginal discharge and abdominal pain had resolved, the dermatitis contact, migraine, fibromyalgia, arthralgia, back pain, rash, urticaria and blister infected was resolving and the myalgia and pain of skin had not resolved. The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage and uterine contractions abnormal with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, arthralgia, back pain, blister infected, depression, dermatitis allergic, dermatitis contact, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, general physical health deterioration, headache, menorrhagia, migraine, myalgia, pain of skin, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: consumer reported she had the essure procedure as a tubal ligation in 2004 when she was (not reported). Her doctor was (not reported). The procedure itself was relatively painless as she was under anesthesia with a short recovery time. Discrepancy noted in insertion date. Previously reported as: on (B)(6) 2004. In current follow up reported as: app. Apr2004 & 2003 (as per mr). Discrepancy noted in insertion date on (B)(6) 2004 (updated as per pfs). Current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2004: results: correct placement. Total bilateral occlusion. Ultrasound scan: on an unknown date: ultrasound revealing possibly two small masses on the uterus most consistent with but not diagnostic for fibroids both less than 2 em, no obvious endometrial pathology, echogenic areas in the lateral fundal aspects of the uterus most consistent with the essure implants, and no obvious adnexal masses. Concerning the injuries reported in this case, the following ones were reported via social media: spotting, crampy/ cramping is bad and unbearable, uterine contraction and spotting was added. Concerning the injuries reported in this case, the following ones were reported via medical record media: fibromyalgia and abdominal pain. Quality-safety evaluation of ptc: batch is invalid. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs and mr received ¿ new event rash, urticaria, myalgia, weeping sores on skin for prolonged contact to nickel and pain of skin were added. Outcome of pelvic pain, emotional disorder, vaginal haemorrhage, vaginal discharge and fatigue were update. Event onset date of migraine were update. Event onset date of headache, pelvic pain and emotional disturbance were added. New reporter were added. Patient information (race ¿ caucasian, body weight update) were added. Product information (date of essure removal on (B)(6) 2014) were added. Medical history were added. Concomitant medication were added amitriptyline, maxalt, ativan and flexeril were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033973) on 18-feb-2014. The most recent information was received on 21-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and pelvic pain ('immense pain, physical pain/ pain (pain-stabbing twisting pain on lower right side)') in a 24-year-old female patient who had essure (ess205) (batch no. 12244147-not valid, 12244149) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, arthritis, chronic pain, bursitis, multigravida, parity 2, fibromyalgia, hypertension, headache, vaginal hysterectomy and tonsillar hypertrophy. *current weight: 170 lbs. Concurrent conditions included body mass index normal, nausea, vomited, photophobia and cyst ovary. Family history included asthma, diabetes mellitus, heart disease, unspecified and hypercholesterolemia. Concomitant products included amitriptyline, cefixime (flexeril), hydrocodone bitartrate; paracetamol (vicodin), lorazepam (ativan), oxycodone, pregabalin (lyrica), rizatriptan benzoate (maxalt), sumatriptan (imitrex) and vitamin d nos (vitamin d). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced dermatitis contact ("developed skin allergies to oil and nickels/nickel allergy"), dermatitis allergic ("developed skin allergies to oil and nickels"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced pelvic pain (seriousness criteria disability and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)/ heavy bleeding/ heavy blood clots"), emotional disorder ("immense emotional imbalance"), urinary tract infection ("utis"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: severe and persistent joint pain/hip pain"), back pain ("pain: back"), abdominal pain ("pain: abdominal (when standing up or moving)") and adnexa uteri pain ("pain: intense pain in area of tubes/ovaries"). In 2006, the patient experienced vitamin d deficiency ("very low vitamin d level"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia flares"). In 2007, the patient experienced rash ("rashes or skin conditions type: rashes"), urticaria ("hives") and blister infected ("weeping sores on skin for prolonged contact to nickel"). In 2008, the patient was found to have weight increased ("weight gain"). In april 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural haemorrhage ("spotting/post operative spotting"), general physical health deterioration ("shortly after the procedure her body began to deteriorate, bad adverse reaction to the implants, ailments, severe injuries"), abdominal pain lower ("crampy/ cramping is bad and unbearable, abdominal pain. Right lower quadrant"), uterine contractions abnormal ("uterine contraction"), myalgia ("muscle aches"), pain of skin ("skin pain"), chronic fatigue syndrome ("chronic fatigue syndrome"), drug hypersensitivity ("I am allergic to aspirin"), malaise ("that made me really sick"), dysgeusia ("yep. The metallic taste"), allergy to metals ("lots and lots of nickel allergies and sensitives"), cyst ("I have had mainly cysts and just a few small fibroids that have gone away on their own"), vomiting ("vomiting"), somnolence ("sleeping") and crying ("crying") and was found to have uterine leiomyoma ("I have had mainly cysts and just a few small fibroids that have gone away on their own"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, post procedural haemorrhage, general physical health deterioration, abdominal pain lower, uterine contractions abnormal, dermatitis allergic, vitamin d deficiency, dysmenorrhoea, urinary tract infection, headache, depression, weight increased, adnexa uteri pain, chronic fatigue syndrome, drug hypersensitivity, malaise, dysgeusia, allergy to metals, cyst, vomiting, somnolence and crying outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, emotional disorder, vaginal discharge, abdominal pain and uterine leiomyoma had resolved, the dermatitis contact, migraine, fibromyalgia, arthralgia, back pain, rash, urticaria and blister infected was resolving and the myalgia and pain of skin had not resolved. The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage and uterine contractions abnormal with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, arthralgia, back pain, blister infected, chronic fatigue syndrome, crying, cyst, depression, dermatitis allergic, dermatitis contact, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, general physical health deterioration, headache, malaise, menorrhagia, migraine, myalgia, pain of skin, pelvic pain, rash, somnolence, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vomiting and weight increased to be related to essure (ess205). The reporter commented: consumer reported she had the essure procedure as a tubal ligation in 2004 when she was (not reported). Her doctor was (not reported). The procedure itself was relatively painless as she was under anesthesia with a short recovery time. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2004. In current follow up reported as: app. (B)(6) 2004 & 2003 (as per mr). Discrepancy noted in insertion date. On (B)(6) 2004 (updated as per pfs). Current weight- 170 lbs. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: results: correct placement. Total bilateral occlusion. Ultrasound scan - on an unknown date: ultrasound revealing possibly two small masses on the uterus most consistent with but not diagnostic for fibroids both less than 2 em, no obvious endometrial pathology, echogenic areas in the lateral fundal aspects of the uterus most consistent with the essure implants, and no obvious adnexal masses. Concerning the injuries reported in this case, the following ones were reported via social media: spotting, crampy/ cramping is bad and unbearable, uterine contraction and spotting was added, chronic fatigue syndrome, drug hypersensitivity, malaise, dysgeusia, allergy to metals, uterine leiomyoma, cyst, vomiting, somnolence, crying. Concerning the injuries reported in this case, the following ones were reported via medical record media: fibromyalgia and abdominal pain. Lot # 12244147(not valid). Lot number: 12244149, manufacture date: 2003-10, expiration date: 2005-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033973) on 18-feb-2014. The most recent information was received on 18-aug-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and pelvic pain ('immense pain, physical pain/ pain (pain-stabbing twisting pain on lower right side)') in a 24-year-old female patient who had essure (ess205) (batch no. 12244147(notvalid),12244149) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, arthritis, chronic pain, bursitis, multigravida, parity 2, fibromyalgia, hypertension, headache, vaginal hysterectomy and tonsillar hypertrophy. *current weight: 170 lbs. Concurrent conditions included body mass index normal, nausea, vomited, photophobia and cyst ovary. Family history included asthma, diabetes mellitus, heart disease, unspecified and hypercholesterolemia. Concomitant products included amitriptyline, cefixime (flexeril), hydrocodone bitartrate;paracetamol (vicodin), lorazepam (ativan), oxycodone, pregabalin (lyrica), rizatriptan benzoate (maxalt), sumatriptan (imitrex) and vitamin d nos (vitamin d). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced dermatitis contact ("developed skin allergies to oil and nickels/nickel allergy"), dermatitis allergic ("developed skin allergies to oil and nickels"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced pelvic pain (seriousness criteria disability and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)/ heavy bleeding/ heavy blood clots"), emotional disorder ("immense emotional imbalance"), urinary tract infection ("utis"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: severe and persistent joint pain/hip pain"), back pain ("pain: back"), abdominal pain ("pain: abdominal (when standing up or moving)") and adnexa uteri pain ("pain: intense pain in area of tubes/ovaries"). In 2006, the patient experienced vitamin d deficiency ("very low vitamin d level"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia flares"). In 2007, the patient experienced rash ("rashes or skin conditions type: rashes"), urticaria ("hives") and blister infected ("weeping sores on skin for prolonged contact to nickel"). In 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural haemorrhage ("spotting/post operative spotting"), general physical health deterioration ("shortly after the procedure her body began to deteriorate, bad adverse reaction to the implants, ailments, severe injuries"), abdominal pain lower ("crampy/ cramping is bad and unbearable, abdominal pain. Right lower quadrant"), uterine contractions abnormal ("uterine contraction"), myalgia ("muscle aches"), pain of skin ("skin pain"), chronic fatigue syndrome ("chronic fatigue syndrome"), drug hypersensitivity ("I am allergic to aspirin"), malaise ("that made me really sick"), dysgeusia ("yep. The mettalic taste"), allergy to metals ("lots and lots of nickel allergies and sensitivies"), cyst ("I have had mainly cysts and just a few small fibroids that have gone away on their own"), vomiting ("vomiting"), somnolence ("sleeping") and crying ("crying") and was found to have uterine leiomyoma ("I have had mainly cysts and just a few small fibroids that have gone away on their own"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, post procedural haemorrhage, general physical health deterioration, abdominal pain lower, uterine contractions abnormal, dermatitis allergic, vitamin d deficiency, dysmenorrhoea, urinary tract infection, headache, depression, weight increased, adnexa uteri pain, chronic fatigue syndrome, drug hypersensitivity, malaise, dysgeusia, allergy to metals, cyst, vomiting, somnolence and crying outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, emotional disorder, vaginal discharge, abdominal pain and uterine leiomyoma had resolved, the dermatitis contact, migraine, fibromyalgia, arthralgia, back pain, rash, urticaria and blister infected was resolving and the myalgia and pain of skin had not resolved. The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage and uterine contractions abnormal with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, arthralgia, back pain, blister infected, chronic fatigue syndrome, crying, cyst, depression, dermatitis allergic, dermatitis contact, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, general physical health deterioration, headache, malaise, menorrhagia, migraine, myalgia, pain of skin, pelvic pain, rash, somnolence, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vomiting and weight increased to be related to essure (ess205). The reporter commented: consumer reported she had the essure procedure as a tubal ligation in 2004 when she was (not reported). Her doctor was (not reported). The procedure itself was relatively painless as she was under anesthesia with a short recovery time. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2004 in current follow up reported as: app. (B)(6) 2004 & 2003 (as per mr) discrepancy noted in insertion date (B)(6) 2004 (updated as per pfs) current weight- 170 lbs discrepancy noted in essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: results: correct placement. Total bilateral occlusion. Ultrasound scan - on an unknown date: ultrasound revealing possibly two small masses on the uterus most consistent with but not diagnostic for fibroids both less than 2 em, no obvious endometrial pathology, echogenic areas in the lateral fundal aspects of the uterus most consistent with the essure implants, and no obvious adnexal masses. Concerning the injuries reported in this case, the following ones were reported via social media: spotting, crampy/ cramping is bad and unbearable, uterine contraction and spotting was added, chronic fatigue syndrome, drug hypersensitivity, malaise, dysgeusia, allergy to metals, uterine leiomyoma, cyst, vomiting, somnolence, crying. Concerning the injuries reported in this case, the following ones were reported via medical record media: fibromyalgia and abdominal pain. Most recent follow-up information incorporated above includes: on 18-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033973) on 18-feb-2014. The most recent information was received on 22-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and pelvic pain ('immense pain, physical pain/ pain (pain-stabbing twisting pain on lower right side)') in a 24-year-old female patient who had essure (ess205) (batch no. 12244147(notvalid),12244149) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, arthritis, chronic pain, bursitis, multigravida, parity 2, fibromyalgia, hypertension, headache, vaginal hysterectomy and tonsillar hypertrophy. *current weight: 170 lbs. Concurrent conditions included body mass index normal, nausea, vomited, photophobia and cyst ovary. Family history included asthma, diabetes mellitus, heart disease, unspecified and hypercholesterolemia. Concomitant products included amitriptyline, cefixime (flexeril), hydrocodone bitartrate;paracetamol (vicodin), lorazepam (ativan), oxycodone, pregabalin (lyrica), rizatriptan benzoate (maxalt), sumatriptan (imitrex) and vitamin d nos (vitamin d). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced dermatitis contact ("developed skin allergies to oil and nickels/nickel allergy"), dermatitis allergic ("developed skin allergies to oil and nickels"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In 2005, the patient experienced pelvic pain (seriousness criteria disability and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)/ heavy bleeding/ heavy blood clots"), emotional disorder ("immense emotional imbalance"), urinary tract infection ("utis"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: severe and persistent joint pain/hip pain"), back pain ("pain: back"), abdominal pain ("pain: abdominal (when standing up or moving)") and adnexa uteri pain ("pain: intense pain in area of tubes/ovaries"). In 2006, the patient experienced vitamin d deficiency ("very low vitamin d level"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia flares"). In 2007, the patient experienced rash ("rashes or skin conditions type: rashes"), urticaria ("hives") and blister infected ("weeping sores on skin for prolonged contact to nickel"). In 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural haemorrhage ("spotting/post operative spotting"), general physical health deterioration ("shortly after the procedure her body began to deteriorate, bad adverse reaction to the implants, ailments, severe injuries"), abdominal pain lower ("crampy/ cramping is bad and unbearable, abdominal pain. Right lower quadrant"), uterine contractions abnormal ("uterine contraction"), myalgia ("muscle aches"), pain of skin ("skin pain"), chronic fatigue syndrome ("chronic fatigue syndrome"), drug hypersensitivity ("I am allergic to aspirin"), malaise ("that made me really sick"), dysgeusia ("yep. The mettalic taste"), allergy to metals ("lots and lots of nickel allergies and sensitivies"), cyst ("I have had mainly cysts and just a few small fibroids that have gone away on their own"), vomiting ("vomiting"), somnolence ("sleeping") and crying ("crying") and was found to have uterine leiomyoma ("I have had mainly cysts and just a few small fibroids that have gone away on their own"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, post procedural haemorrhage, general physical health deterioration, abdominal pain lower, uterine contractions abnormal, dermatitis allergic, vitamin d deficiency, dysmenorrhoea, urinary tract infection, headache, depression, weight increased, adnexa uteri pain, chronic fatigue syndrome, drug hypersensitivity, malaise, dysgeusia, allergy to metals, cyst, vomiting, somnolence and crying outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, emotional disorder, vaginal discharge, abdominal pain and uterine leiomyoma had resolved, the dermatitis contact, migraine, fibromyalgia, arthralgia, back pain, rash, urticaria and blister infected was resolving and the myalgia and pain of skin had not resolved. The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage and uterine contractions abnormal with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, arthralgia, back pain, blister infected, chronic fatigue syndrome, crying, cyst, depression, dermatitis allergic, dermatitis contact, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, general physical health deterioration, headache, malaise, menorrhagia, migraine, myalgia, pain of skin, pelvic pain, rash, somnolence, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vomiting and weight increased to be related to essure (ess205). The reporter commented: consumer reported she had the essure procedure as a tubal ligation in 2004 when she was (not reported). Her doctor was (not reported). The procedure itself was relatively painless as she was under anesthesia with a short recovery time. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2004 in current follow up reported as: app. (B)(6) 2004 & 2003 (as per mr) discrepancy noted in insertion date (B)(6) 2004 (updated as per pfs) current weight- 170 lbs discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: results: correct placement. Total bilateral occlusion. Ultrasound scan - on an unknown date: ultrasound revealing possibly two small masses on the uterus most consistent with but not diagnostic for fibroids both less than 2 em, no obvious endometrial pathology, echogenic areas in the lateral fundal aspects of the uterus most consistent with the essure implants, and no obvious adnexal masses. Concerning the injuries reported in this case, the following ones were reported via social media: spotting, crampy/ cramping is bad and unbearable, uterine contraction and spotting was added, chronic fatigue syndrome, drug hypersensitivity, malaise, dysgeusia, allergy to metals, uterine leiomyoma, cyst, vomiting, somnolence, crying. Concerning the injuries reported in this case, the following ones were reported via medical record media: fibromyalgia and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received.new lot number was reported. Medical history were reported. Lab data was added.fu17 and 18 processed together. On 27-jul-2020: mr received. Reporter's information added.fu17 and 18 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5033973) on 18-feb-2014. The most recent information was received on 10-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), pelvic pain ("immense pain, physical pain/ pain (pain-stabbing twisting pain on lower right side)") and post procedural haemorrhage ("spotting/post operative spotting") in a 24-year-old female patient who had essure (ess205) (batch no. 12244147(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, arthritis, chronic pain and bursitis. Concurrent conditions included body mass index normal. Concomitant products included colecalciferol (vitamin d), oxycodone, pregabalin (lyrica), sumatriptan (imitrex) and vicodin. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced dermatitis contact ("developed skin allergies to oil and nickels/nickel allergy"), dermatitis allergic ("developed skin allergies to oil and nickels") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal /menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal /menorrhagia)"), urinary tract infection ("utis"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), arthralgia ("pain: severe and persistent joint pain"), back pain ("pain: back"), abdominal pain ("pain: abdominal (when standing up or moving)") and adnexa uteri pain ("pain: intense pain in area of tubes/ovaries"). In 2006, the patient experienced vitamin d deficiency ("very low vitamin d level"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("depression") and fibromyalgia ("fibromyalgia"). In 2008, the patient experienced weight increased ("weight gain"). In april 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), post procedural haemorrhage (seriousness criterion medically significant), general physical health deterioration ("shortly after the procedure her body began to deteriorate, bad adverse reaction to the implants, ailments, severe injuries"), abdominal pain lower ("crampy/ cramping is bad and unbearable"), uterine contractions abnormal ("uterine contraction"), emotional disorder ("immense emotional imbalance") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy) and surgery (hysterectomy (partial) and bilateral salpingectomy). Essure (ess205) was removed in april 2014. At the time of the report, the fallopian tube perforation, pelvic pain, post procedural haemorrhage, general physical health deterioration, abdominal pain lower, uterine contractions abnormal, vaginal haemorrhage, menorrhagia, dermatitis contact, dermatitis allergic, vitamin d deficiency, dysmenorrhoea, fatigue, urinary tract infection, headache, depression, vaginal discharge, weight increased, arthralgia, back pain and adnexa uteri pain outcome was unknown, the dyspareunia, emotional disorder, migraine and fibromyalgia had resolved and the abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain lower, post procedural haemorrhage and uterine contractions abnormal with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, arthralgia, back pain, depression, dermatitis allergic, dermatitis contact, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fibromyalgia, general physical health deterioration, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: consumer reported she had the essure procedure as a tubal ligation in 2004 when she was (not reported). Her doctor was (not reported). The procedure itself was relatively painless as she was under anesthesia with a short recovery time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in july 2014: correct placement . Current weight: 170 lbs. Concerning the injuries reported in this case, the following ones were reported via social media: spotting, crampy/ cramping is bad and unbearable, uterine contraction and spotting was added. Concerning the injuries reported in this case, the following ones were reported via medical record media: fibromyalgia and abdominal pain. Quality-safety evaluation of ptc: batch is invalid . Most recent follow-up information incorporated above includes: on 10-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.